Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) removable handle does not go up properly can not re snap the console into the computer as well as the extension cable is difficult to pick up once is removed and the casing is cracked.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the handle and front of the equipment in addition to the network cable because it cannot be completely retracted and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.